Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08730 inches. Pump error 63 alarm confirmed in the device history and during self test due to broken trace. Device received with cracked case behind the device near the battery tube compartment. Device communicated properly with the test guardian link transmitter and tested with glucose sensor simulator. Calibration functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 402 mg/dl. The customer's other blood glucose levels were 197 mg/dl, 158 mg/dl, 132 mg/dl, 194 mg/dl and 202 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with the insulin pump for high blood glucose. Customer reported they did contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer did not allege the insulin pump for under delivery. The customer also reported that the battery compartment was cracked. The customer stated that there was no damage to reservoir lip ring. The insulin pump will be returned for analysis.